Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter and test strips have been returned on 8/13/2013 and evaluated by lifescan product analysis on 8/28/2013 and 8/29/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. The test strips were also evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.